Event description:
It was reported that this pacemaker exhibited infection and was part of the system revision. The pacemaker was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.